Event description:
Caller reported a cgm error related to the g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, allowing them to successfully start their sensor session.